Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# none, serial# (B)(4), implanted: (B)(6) 2014. Explanted: none. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (500 mcg/ml at 77.15 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that since a pump replacement, the patient has experienced sleepiness, somnolence, and episodic tone. The healthcare professional (hcp) attempted to aspirate the catheter a couple of weeks ago but wasn¿t able to.  The spinal segment of the catheter had slipped down some and was coiled in the patient's back.  The hcp was not aware of the cause of the issue.  Troubleshooting was not required.  On the date of the report, a new catheter spinal segment was attached to the existing pump segment and "everything is flowing good now".